Event description:
Further follow up information received from the healthcare professional (hcp) reported that the culture grew staphylococcus lugdunensis. The patient did not have meningitis. In addition to the lead track, the primary site of the infection was also noted as implantable neurostimulator (ins) pocket. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the hcp reported that the date of onset / diagnosis of the infection was (B)(6) 2012. Symptoms of the infection included redness, drainage and pain along the lead track. A culture found staphylococcus. The patient was treated with oral antibiotics and the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013,product type: lead. (B)(4).

Event description:
It was reported that the patient's system was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).